Event description:
A male pt contacted lifecor customer support to report that one of his battery packs displayed a green fully charged light on the charger but when placed in the monitor it had no charge bars displayed in the battery indicator on the display. The pt reports his other battery pack has a 75% charge. The pt placed the suspect battery back in the charger and the charger displayed the green fully charged icon and red flashing bad battery icon. The pt removed and reinserted the battery several times but the same lights appeared on the charger. The pt's battery packs and charger were replaced for eval.

Manufacturer narrative:
Battery pack. Battery pack - 06/2006. Battery charger - 04/2002. Device evals of battery packs and battery charger have been completed. The reported problem was confirmed. Battery pack was rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Battery pack passed all functional tests. Battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd replacement battery packs and charger.